Event description:
The hospital reported that after sterilization the scope was foggy and could not be used. The hospital did not report any patient complications.

Manufacturer narrative:
Scholly assessment received on 08/05/2006, indicates that tubes are bent and there are deposits on windows from improper cleaning. This is a result from mishandling of the scope.